Event description:
The plaintiff's attorney alleged that between (B)(6) 2011 the decedent experienced cardiovascular events and subsequently expired on (B)(6) 2011 and after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products.